Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump touch screen was cracked. Reportedly, the pump fell and the screen cracked. Customer is unable to interact with the pump due to the screen no longer turning on. Customer's blood glucose was 110 mg/dl. Reportedly, customer reverted to a backup pump for insulin therapy.